Manufacturer narrative:
As received, a complete lead was returned in two pieces. Analysis found an internal insulation abrasion separated at 6.5 cm from the distal tip, and also found between the shock coils breaching between right ventricular and inner coil lumens with abraded ptfe liner of the inner coil and abraded, partially melted and separated both right ventricular cables. The cause of the reported event was due to internal insulation abrasion separating both the right ventricular cables.

Event description:
New information received noted that the right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high lead impedance. No intervention was performed. The patient was in stable condition.